Manufacturer narrative:
Eval is in progress, but not yet concluded. After speaking with the user facility's biomedical engineer (biomed) and inspecting the motor received, the problem was not with a sternal saw it was with a motor. It was not the blade guard missing, it was missing the connection pieces which the flexible cable fits into including the ball bearings; the sleeve and the retainer ring. This complaint is related to MDR #1828100-2013-01017.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the guard was missing. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.